Event description:
It was reported that the pump and catheter connecting portion was misaligned. The outcome of the patient was noted as not recovered. The event was noted to be related to the procedure. After conducting the contrast examination, it was determined that water was leaking from the pump and catheter connecting point, as water had accumulated in the pump pocket. Therefore, the pump was removed and reconnected. It was further reported that the outcome of the patient was recovered. It was noted that on (B)(6) 2014, no problems were detected in the patient's general condition. Therefore, the pump was removed and reconnected. Although the catheter was connected to the pump, the patient's cerebrospinal fluid (csf) could not be drawn from the catheter access port (cap) at all and mixture of air was detected; hence it was determined that the connection might be incorrect. The catheter was disconnected from the pump and connected to the pump again carefully. When another attempt was made to draw the csf from the cap for confirmation, the fluid could be drawn properly. After closing the incision, a priming bolus was performed. It was noted that on (B)(6) 2014, there was less body tension in the patient and the effect of baclofen was observed when the patient was checked. It was noted again that although the catheter was connected to the pump, the connection was possibly improper. As the catheter was reconnected to the pump properly, the problem was considered resolved. It was later reported that the patient outcome was not recovered. It was later reported that the patient outcome was recovered. It was further reported that at the time of the first operation, the operator, the assistant and the observer certainly confirmed that the connection of the pump and the catheter was connected with a click sound and the operation was finished. The retention of fluid under the skin was noted to be the pericardial fluid. It was further reported that the patient status at the onset of the adverse event was an inpatient and they were admitted on (B)(6) 2014. It was again noted there was a loose pump-catheter connection and subcutaneous fluid accumulation around the pump with a date of onset as (B)(6) 2014. The fluid accumulation was observed in the first week after the implant surgery and showed no improvement despite compression/suctioning treatment. The subcutaneous accumulation was spinal fluid. A catheter x-ray study had been performed on (B)(6) 2014, which found the contrast agent leaking at the pump-catheter connection. It was also noted that during the revision on (B)(6) 2014, when saline was infused, it leaked from the connection. Based on surgical findings, the connection did not appear to be completely separated but rather it appeared to be connected (visual appearance). It was suspected that the connection was most likely incomplete. It was noted that it was thoroughly checked during the initial surgery. The severity was noted as not serious, and the patient was recovered as of (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID: 8781 lot# n403403002, implanted: (B)(6) 2014, product type: catheter. (B)(4).